Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned sample we identified the inlet valve to the drain bag was sealed due to misalignment during the supplier manufacturing process of the drain bag. The root cause of the customer's complaint is related to an error during the suppler manufacturing process of the drain bag. The source of the event was observed to be a misalignment at the inlet valve of the drain bag which caused back pressure and leakage at the back of the cassette. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that leakage occurred from the cassette back before surgery. Advisory code was displayed after priming was completed. At the same time, it was confirmed that there was a liquid leak inside the main unit of the system, and the console became unusable after restarting and repriming. The surgery was completed after replacing the product with another one. There was no patient harm reported and procedure type was unknown.